Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing and during supplemental testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A temperature testing method was performed, the controller was tested at 40°c for an extended period of time. At the end of the run test, the no power alarm was activated as intended when both power sources were disconnected from the controller. The reported event could not be duplicated at the bench level. This would not be likely to cause or contribute to a death or serious injury. The software upgrade is performed on the controller when it is not in use by the patient. This will result in annoyance and will not affect the functioning of the pump. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that there was a controller failed alarm during smr upgrade. The device was exchanged. There was no effect on the patient.